Manufacturer narrative:
H.6. Investigation summary: "material #: 367856, lot/batch #: 2321372. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A black spec was embedded inside the tube wall. Embedded fm is isolated from any specimen, and therefore is considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that before usage of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was foreign matter in tube. The following was reported by the initial reporter: the black dot orginally present in the inner wall of collection tube. The black dot was noticed in the inner wall of collection tube before use.